Event description:
Pain in the left knee/pain continued to worsen; knee effusion; knee swelling; injection site pain. Info was received on 10/05/2007 from a female pt, with a medical history of osteoarthritis of the knee and previous treatment with synvisc. The pt received three injections of synvisc one week apart on unk dates in 2007. The pt reported that after her first shot of synvisc she had pain upon injection in her left knee. The pt also reported that she had pain in her left knee after the second and third synvisc injections. The pain continued to worsen, and four months later, the pain was "excruciating" and she went to her physician. The physician drained 35 cc of fluid from her left knee and administered a shot of kenalog. Within one week after the kenalog shot, the pain and swelling were gone. At the time of this report, the pt had recovered.